Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the pump is malfunctioning and keeps turning off. Multiple follow-up attempts to gather additional information were unsuccessful. On (B)(6) 2013 follow-up information was received. The reporter indicated that the pump intermittently would not turn on. Reportedly there was physical no damage to the battery cap or battery compartment. On (B)(6) 2013 the reporter contact animas and indicated that they would not be returning the pump and would use it as a back-up pump. This report is being made based on the allegation that the pump is powering off. There is no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.